Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown tritanium shell, cat # unk, lot # unk, description: unknown screws, cat # unk, lot # unk, description: unknown restoration modular stem. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Revision of right hip due to infection.